Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging an issue with a 'blue screen' display on the patient's onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2012 the patient manages her diabetes with humalog insulin through pump therapy. The patient continued to take her usual dose of medications. The reporter did not specify any symptoms the patient may have developed; however, stated the patient administered self 15-30 units insulin based on the results obtained with another device. The patient obtained blood glucose results of '532, 479, 586, high (over 600 mg/dl), 564, 522, 499, 556, 463, 425, 350, 407, 486, 533 and 350 mg/dl' with the other device. The alleged issue was not resolved at the time of troubleshooting. This complaint is being reported because the patient reportedly obtained blood glucose results over 500 mg/dl with another device.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have a defective lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.